Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening. A leak test was perform and were found eight openings. A microscopic analysis identified: eight curved striated openings on anterior and posterior side assessed as surgical damage. Based on the device analysis the final assessment is: - curved striated openings assessed as surgical damage.

Event description:
Company representative reported "surgeon punctured implant during surgery." Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported "surgeon punctured implant during surgery." Device was not implanted.